Event description:
The ge oec 9900 fluoroscopy system was outside specification for field size found during physicist testing.

Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the image intensifier field size and performed a re-calibration of the system. Sizing performed in all magnification levels to return system to specification. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.